Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium bare 3d coil that would not detach during a procedure. The patient was being treated for an unruptured saccular aneurysm of an anterior communicating artery. The aneurysm was 6 mm with a neck diameter of 3 mm. The patient's blood flow was normal and vessel tortuosity was minimal. It was reported that after the coil was in place it could not be detached with the instant detacher; this was attempted three times unsuccessfully. The surgeon attempted manual detachment twice unsuccessfully. The coil was explanted and replaced with another. The patient did not sustain any harm or injury during the procedure.